Event description:
It was reported that the patient's right ventricular (rv) threshold had increased since previous follow up and since implant. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.